Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 10.0 x 40mm, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient status was good.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: mustang device - 10x 4 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 10.0 x 40mm, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient status was good.